Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis (fa) team. The instrument failed initialization during the in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization. The instrument was found to have a dislodged grip ring. The screw head was also damaged. The instrument grips would not open and the grip open lever was not functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend worked continuously and then stopped sealing and would not work anymore. There was no damage noted and no collision issues. There was no change in tissue thickness. The customer completed the procedure using a backup vessel sealer extend instrument with no further issue reported. No known impact or patient consequence was reported.